Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient previously receiving medication via an implanted pump. The pump trial was done with straight baclofen. After implant, at unspecified times, the pump delivered baclofen, then fentanyl for years and years, then morphine, and then bupivacaine. The patient¿s medical history included 11 major surgeries; the last one had been 12 years ago and a car accident prior to getting the pump. The indication for pump use was spinal pain. On (B)(6) 2018 the patient reported that his current pump was coming out next monday and he had decided not to get the pump replaced. The patient was calling because he wanted to keep the pump and wanted to know how to get the pump after it had been removed and sanitized. When asked why he was electively deciding not to replace the pump, the patient stated that after getting a new doctor it was realized that the medicine was way too much. His pump was being refilled every 7 days (9 days at most). The concentration of the medication and everything else was strong and so severe. He was also being given 80 mg oxycodone ¿3 times, 6 times a day¿. The patient was totally drugged up. The doctor kept providing prescriptions and there were dozens and dozens that never got filled. Per the patient, ¿I just lost my mind, I don¿t remember like 15 years, so I got a new doctor¿. The new doctor slowed the him down over the last year and half maybe a little bit longer. He just kept turning it down every time the patient went in and he started to see different changes in his body. The pump was being refilled every 30 days (roughly once a month). The patient tried cbd (cannabidiol/marijuana). The cbd mixed with low thc (tetrahydrocannabinol/marijuana) worked really good, but when they finally came out with pure cbd he had to have a little bit of thc with it, that's what he was doing now. Because he was ¿buried under medication so much¿ he struggled with memory. He was trying to let his body do what it would do. He got into a disagreement with his doctor about using thc initially, but they got along okay. Within a couple of weeks after that, the doctor turned the pump off. He was making edible brownies and 2 years ago he ¿knocked off all his medication (oxycodone, valium)¿. The patient added that because of being over medicated, he was in bed 24 hours a day unless he was in the doctor¿s office or at the hospital and because he was being over medicated, ¿three times he died a nd it was horrendous¿. The patient also reported that he had severe abdominal pains ever since the pump went in because he read reports that were given to him by his doctors that talked about severe abdominal pains. No further complications have been reported as a result of this event.